Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and another unknown drug, both at unknown concentrations and doses, via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient¿s pump had been empty ¿for a year or 2¿ because she hadn¿t been able to find a health care professional. It was noted that her other hcp had closed. Physician listings and information was provided. The consumer also inquired about ordering a personal therapy manager. No symptoms or other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.